Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and a no delivery during insulin delivery. The customer¿s blood glucose level was 423 mg/dl at the time of the incident. The customer stated that the drive support cap was normal and that the insulin pump was exposed to high magnetic fields. Unable to complete the troubleshooting due to customer needs a battery cap and battery for testing. Customer had a high blood glucose of 423 mg/dl and treated with manual injection. Customer declined high blood glucose troubleshooting. The insulin pump is not expected to return for analysis.